Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil became stuck on the aorta. The target aneurysm was located in the left main coronary artery. A 10mm x 20cm interlock was used for embolization. During the procedure, the coil got lost in the microcatheter and about 4cm of the coil got stuck in the aorta. Surgery was performed and the coil was unable to be retrieve. The procedure was not completed due to this event and the patient's condition was "in time good."

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that catheterization of the pseudoaneurysms near the left coronary artery was performed with a 7f 130cm non bsc microcatheter. Subsequently, coil embolisation with 2 vortx coil and 2 8mmx200mm interlock coils were performed. During the delivery of this final 10mmx 20 cm interlock&#10243;oil, the interlocking arms loosened while in the microcatheter and the coil could not be retracted. Control visit in (B)(6) 2016 revealed an unchanged situation.